Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during the loading procedure, the lens was observed to be broken from the haptic. The procedure was completed on the same day, and no patient contact occurred. Additional information has been requested but is not available at the time of this report.